Event description:
The patient was on the table for ohs with planned maze procedure in progress. The st. Jude epicor equipment/supplies were being used for the maze procedure. The device cable connection was never confirmed. Upon troubleshooting it was found that the ultracinch device, which was on the field and already wrapped around the heart, was not functioning. It was removed and replaced with another similar device which worked. There was no adverse outcome to the patient.per biomed dept who checked the machine " ...st jude ablation generator functions fine, the problem is the disposables."